Event description:
The physician indicated that a patient had received some collagen treatments approximately three years before. Patient was double skin tested on 27 apr 2000, and 15 may 2000. Both tests were considered negative and in 2000, patient received treatment with one formulation of collagen in the philtrum, as well as another formulation of collagen in the lips and nasolabial folds. On 15 jun 2000, patient was seen by another physician due to swelling, induration, and pruritis in the philtrum area. Physician prescribed medrol dose pack on 15 jun 2000. Patient was seen by the reporting physician on 28 june 2000 and the swelling, induration, and pruritis at the philtrum area persisted. The sites at lips and nasolabial fold where second formulation of collagen was injected remain asymptomatic. Physician treated patient with intralesional kenalog and intramuscular celestone on 28 jun 2000. Physician indicated patient reported redness at both test sites occurred shortly after symptoms at the philtrum became apparent. Physician has diagnosed hypersensitivity with delayed positive test results, and feels these local symptoms are related to the collagen.